Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure in the moderately calcified right superficial femoral artery, the fox sv balloon ruptured at 12 atmospheres during the first inflation. A non-abbott catheter was used to complete the dilatation. There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.